Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. The customer successfully reloaded the cartridge and insulin delivery was resumed. Blood glucose was 234 mg/dl.